Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the left and right infragluteal areas using the cooladvantage coolcurve applicator and to the lower abdomen using the cooladvantage coolcore applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately six month after the treatments. The tissue was described as firm.  Visible volume increase in treated areas as observed.

Event description:
Allergan aesthetics received additional information that the patient received coolsculpting treatment to the axillary puff and lower abdomen on (B)(6) 2021 using the cooladvantage and cooladvantage plus applicators and presented with paradoxical hyperplasia (ph).